Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device was explanted after three years of implant. Premature battery depletion was suspected. A new device was successfully implanted and no adverse patient effects were reported.